Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28379. It was reported that the patient presented in clinic for a follow up check. Upon review, the right atrial and right ventricle leads both exhibited sensing and capture anomaly. Programming changes were made on the device. No patient consequences.